Event description:
Date of implant: 2005. It was reported that a pt underwent a spinal fusion with posterior instrumentation at level l3 for a compression fracture with collapse of vertebrae on the right side. Approx 8 months post-op, pt bent over and felt a "give in his neck" with complaints of difficulty in walking. Lumbar x-rays and CT scan performed 2 months later revealed bilateral broken screws at l2. One and a half months following the x-rays, pt underwent a revision surgery to remove the l2 broken screws, rod, and l4 screws. No pt complication noted.

Manufacturer narrative:
Device has been explanted and returned. A visual microscopic and macroscopic examination was performed that revealed that the l2 screw broke due to fatigue between the 4th and 5th threads. The right l2 screw had a sudden failure between the 3rd and 4th threads.